Event description:
Additional information: it was reported that patient was doing well and receiving 25% less daily dose of the same medication.

Event description:
It was reported that the patient no longer had effect from the pump therapy. The dosage was increased, but showed no effect. The calculated volume on the programmer conformed with the aspirated volume. Catheter 'troubleshooting was difficult. Both the catheter and the pump were replaced. It was noted that the elective replacement indicator (eri) was 16 months. The device system was used to deliver morphine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# unknown, explanted: 2012-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of pump revealed no anomaly found. Analysis of catheter revealed catheter incomplete, returned in segments, no significant anomaly found.